Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress found in the instrument. This could have caused the reported incident. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the handpiece is making a screeching noise while activating with the test tip. The issue was discovered while testing the generator. There was no patient involvement.